Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited persistent noise due to electromagnetic interference (emi) upon pacing system analyzer (psa) testing in bipolar configuration. Electrical measurements could not be obtained due to the noise. The ra lead was not used and replaced on (B)(6) 2026. There were no patient consequences.